Event description:
Complainant alleges that the paramedics were monitoring a 74 yr old female cancer pt for approximately 30 minutes when the device suddenly gave the message "cannot dump." The device continued to monitor the pt, and the message went away after a few minutes. The complainant indicated that there was no adverse effect on the pt.